Event description:
Livanova deutschland received a report that, during check list of the hlm and prime procedure, the roller pump 150 displayed an error related to failure of the motor control (e431). Perfusionist tried to solve resetting the pump. The issue apperared some minutes after restart.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures s5 roller pump 150. The fse engineer has checked the pump and found problems with the motor control board hms0409 the fse interchanged this board with one of the another pump. This pump is out of service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H 11: the pump was installed in 2022 and no other similar events have been recorded. Furthermore, reviewing the database of complaints on hms board issues of manufactured pumps in 2022, no trend on this type of problem was recorded. Therefore, the event is isolated. Based on all the above, the most likely root cause of the reported event has been assigned to an electrical failure of the motor controller board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.